Event description:
Procedure type: tep totally extraperitoneal. According to the rptr: during the case, when the balloon was used for 2nd approach, it was noticed, the balloon was torn. Used other device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 mins. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4).